Event description:
Gambro received a report that a heating profile sleeve of a prismaflo ii blood warmer over heated and burned a pillow during cvvh treatment. During the dialysis treatment, the bedside nurse reported smelling "a burning odor" but could not identify the source. The prismaflo ii issued an alarm for high temp and the nurse traced the return line heating profile sleeve, which had been placed underneath a pillow. Burn marks was found on the pillow. The pt experienced no symptoms and had no change in vital signs. There was no adverse event to the pt and no medical intervention was necessary.

Manufacturer narrative:
Additional serial number: heating unit sn: (B)(4). The technical investigation is still in progress by (B)(4) who is the MFR of the prismaflo ii blood warmer. The heating profile sleeve was placed under a pillow in this event. This is not according to the instructions for use (operator's manual) which states: the heating profile may not be covered during use. The prismaflo issued a malfunction alarm in the reported event (high temp). For every malfunction related alarm issued, the prismaflo blood warmer enters a safe state by switching off the heat supply (electrical current) automatically.